Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, a suprarenal, and a limb extension. Recently during a follow up visit, it was discovered that the patient had an unknown endoleak. On (B)(6) 2018 the physician elected to reline the graft. At the completion of the procedure, it was noted that there were no leak present on the angio. The case went well and the patient is stable. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported endoleak type iiib of the main body (stretched 32.2mm [28%]). The endoleak type iiib is most likely devise related; however, a definitive root cause cannot be determined. The procedure related harms for this complaint could not be determined based on the information shared with endologix to review. Additionally, clinical assessment determined that there was evidence to reasonable suggest persistent type ia occurred (also present at initial implant) intra-operative and 1 month post procedure that was not included in the event as reported. The type 1a (proximal loss of seal) was discovered by clinical assessment on (B)(6)2018, during the review of the 1 month post the secondary endovascular procedure CT scan. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. The treatment performed on 11/02/2017 was reported to the FDA under MFR# 2031527-2017-00602.

Event description:
Subsequent to the initial report, it was found that on 11/02/2017, the patient was treated for a suspected el2 with implant of an ovation limb extension. Clinical assessment completed on 01/09/2018, determined that there was no device related issue. No additional event or patient information is available.